Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 35mm amplatzer pfo occluder was selected for implant in the patient who had a large patent foramen ovale(pfo) on (B)(6) 2021. The device was prepared as per IFU. When the physician deployed the right atrial disc, it remained ballooned and would not lie flat in the septum. The right disc was retracted into the sheath and re-deployed a second time, but the same result occurred. The device was removed from the patient prior to release from the delivery cable and the physician deployed the device on the prep table. The right disc continued to stay ballooned when deployed. The disc would flatten when slight hand pressure was applied. The physician decided to exchange the device for a new 35mm amplatzer pfo occluder. The device was prepared and implanted without issue. There is no clinically significant delay in procedure and no adverse patient effects during and post procedure. No additional information was provided.